Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the balloon popped while inside the leg. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: the investigation show that the ballon is damaged. The complaint that the balloon popped is confirmed.